Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during interrogation of an implantable pulse generator (ipg) the programmer displayed an error message. After following up it was discovered that this error also occurred with a different programmer and is likely associated with a reset issue with the ipg. The programmer and ipg remain in use. No patient complications have been reported as a result of this event.